Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated they are having trouble with the recharger. Pt stated they think the li battery has gone bad. Pt charged the ins to 100% the controller went to 50%. They connected the ac power but there is no indication that the controller is charging. Pt stated the controller charge has been intermittent for 2 to 3 weeks. Pt stated they could move the wire for the ac power cord and get the controller to charge if it was not charging. The controller does not respond when connected to ac power w/o the li battery pack. Pt did verify that the controller does respond to aa batteries. The issue was not resolved. Patient services (pss) is sending a request to repair team for the ac power cord.